Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Investigation summary: thirty-four samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Twenty samples did not expel the solution, these needles are clogged. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. Furthermore, a device history record review was completed for provided lot number 2025239. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the lubrication process was performed. The settings were correct and the flow of product was good. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: when we have attempted to use these (on numerous occasions over the last month at least) we are not able to withdraw/inject anything. Are only met with resistance.